Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open ventral hernia repair using an absorbable mesh, a post-operative complication occurred, leading to the explanation of the mesh. The procedure involved a transversus abdominis release in the middle abdomen. The patient returned to the emergency room several days after the initial procedure. The mesh was removed due to the complication.

Manufacturer narrative:
Additional information: a5a, a5b, b1, b2, b5, g3, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open ventral hernia repair using the gripping resorb mesh 30x40cm, a post-operative complication occurred, leading to the explantation of the mesh. The procedure involved a transversus abdominis release in the middle abdomen. The patient returned to the emergency room several days after the initial procedure. The mesh was removed due to the complication.